Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
The customer's parent reported via telephone call that the insulin pump had a blank display after a battery change. The parent reported that there was a crack at the battery compartment. The parent did not know the blood glucose reading. The parent was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.